Event description:
Two deltaplush cerecyte microcoils were not able to detach and the 2 mm x 3 cm coil was returned damaged. The other coils which were used during the procedure were detached without any problems. The physician recognized that the ¿false¿ light flashed when he tested the coils prior the implantation.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for the patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The proximal end of the coil is severely damaged. Due to this damage, the coil had to be retracted and removed through the skive. The resistive heating coil has been severely bent. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the detachment control box¿s (dcb) fault light to illuminate was due to a fractured solder joint in the resistive heating coil. The circumstances of how and where this occurred cannot be determined. It also cannot be determined to what extent; if any that the bent resistive heating coil contributed to the complaint event. The circumstances of how and where the resistive heating coil was bent also cannot be determined. The detachment control box and cables that were return passed electrical testing; therefore these devices were most likely not related to the detachment failure. There was no evidence of a manufacturing issue found; therefore, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.